Manufacturer narrative:
Evaluation results: one parapac plus (pert number 530a1166njp/ serial number (B)(4)) was received with a battery and patient circuit (lot 160718). No damage was noted to the unit or the circuit during visual inspection. Functional testing found no fault with the device or patient circuit. All functions were found to be correct and within specifications. The investigator tried to recreate the following reported product problem: "during maintenance of the product, the customer noticed the air supply for inhalation breath would not stop and could not be switched to that for exhalation breath even when the mode was switched to "air ventilation".' The unit was repeatedly tested at various input pressures ranging from 41-90 psi (input gas pressure range stated on the unit). The unit continued to function correctly at all settings. The reported fault could not be confirmed; the unit functioned correctly and within specifications at all settings.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical pneupac parapac ventilator failed to stop the air intake supply during maintenance testing. Additionally, the ventilator would not switch to "expiration," even when the mode was switched to "air ventilation". No adverse patient effects were reported.